Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that after the site completed 3d cal they noticed a red triangle. The system also displayed multiple error codes. Technical services (ts) had them go into the grub menu to fix the errors. The site had to do this a few times and at one point the stealth login screen displayed, but then went back to the linux line errors. Site was finally able to get back into stealthadmin. Site verified the time/date and confirmed the system was able to access the software. No patient present.

Manufacturer narrative:
The solid state drive (ssd) was returned to the manufacturer for analysis. Analysis found that when the ssd was bench tested, it was found to increase the registration accuracy value from the initial value of 2.3m to 78.2m after being in the navigation screen for about 1 hour 30 min. The user would have to re-register or exit the case and re-enter to use the original registration, then proceed to navigation. Analysis found that the reported event was related to a operating system issue. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.